Manufacturer narrative:
The subject device was not returned to any of olympus locations. The technician checked the subject devices on-site and found that the mechanical image switcher had a loose contact. Olympus (B)(4) supposed that the reported phenomenon was related to the additionally attached the mechanical image switcher from a third party supplier and was not related to the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, a mechanical image switcher was installed on the subject device. This image switcher could not switch reliably and the image was not displayed on the subject device when switching. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.